Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6) 2026. Upon insertion around 11 am, the patient noticed that blood was coming out of the top hole of the sensor. The patient used a paper towel to stop the bleed but it did not stop. She noted that she was taking blood thinners. She drove to her doctor's clinic and was advised to go to the emergency room instead. A lady from her doctor's clinic drove her to the ER. After arriving at the ER, some tests were done to see why the blood was not coagulating then 2 types of coagulants and epipen were given to the patient. No other treatment was done. The patient was discharged around 5 pm on the same date. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.